Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, on behalf of the foreign patient to report that on (B)(6) 2015, upon the removal of the sensor pod from the body, the sensor wire broke. The patient reportedly removed the sensor wire from their body. No additional event or patient information is available.